Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Unable to troubleshoot the insulin pump as the customer was not coherent at the time of call. The nurse was advised to have customer call back for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.